Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012 09:00:05. Programmer a save to disk data file (B)(4) shows an alert event for "rv defib lead impedance 117 ohms." And "svc defib lead impedance 101 ohms." On (B)(6) 2012 03:00:05.

Event description:
It was reported that the lead had triggered an alert for high impedance. An x-ray was done, and it was noted to be a connection issue. A lead revision was done and the lead remains in use. There were no reported patient complications as a result of this event.